Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, on behalf of the foreign patient to report that on (B)(6) 2015, the sensor wire became detached. The sensor was inserted at an unknown insertion site on (B)(6) 2015. No additional event or patient information is available.